Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned too low resulting in moderate paravalvular leak. A balloon aortic valvuloplasty (bav) was performed unsuccessfully. Decision was made to place second valve; valve- in-valve which was successfully done with resultant trace of paravalvular leak. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.